Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump was alerting low battery every other day. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no battery out limit alarm, weak battery alarm or unexpected reset noted. The insulin pump had high idle current due to moisture damage on the lcd board. The device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.